Event description:
It was reported that during implant of the right ventricular (rv) lead the helix did not come out properly. The lead was not used. No patient complications have been reported as a result of this event.